Event description:
The device was explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and rupture. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Rupture not observed openings in the device. Additional observations: crease flat observed in the device of the shell. Wear abrasion observed in the surface of the shell. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and rupture. Device remains implanted.